Event description:
Patient called in to report that their wcd is not working/ recognizing when plugged in. Wcd system repeatedly states "please plug in" when plugged into wcd. The inability to power up to active status indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.